Event description:
It was reported that during a laparoscopic gastric by pass, the staplers did not cut. No pt consequence.

Manufacturer narrative:
Eval summary: the analysis showed that the 6sb45 device a was rec'd with the firing mechanism damaged and with a cartridge loaded in the device. The cartridge was rec'd partially fired and with no damage to the cartridge lock out tab. The returned device was found to be non functional as the firing mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components; the left shroud pinion axle support was found damaged and 1 short rack teeth broken. No functional test could be performed due to the condition of the device. The analysis showed that the 6sb45 device b was rec'd in good visual condition and with a cartridge loaded in the device. The cartridge was rec'd partially fired and with the spring cartridge lock out damaged. The damage to the spring cartridge lockout is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. The returned device was found to be non functional as noted to be damaged. The device was disassembled to verify the condition of the internal components and the left shroud pinion axle support was found broken. No functional test could be performed due to the condition of the device. In addition, the instructions for use state, "the firing stroke must be completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Note: once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device." Batch c5fl1n. Mfg date: 09/2006. Exp date 08/2011.